Event description:
In 2008, the pt reported that she rec'd an e4 (occlusion) error at 7:00 am. She changed her insulin cartridge, infusion tubing, and infusion site. Two hours later she rec'd another e4 error. To troubleshoot she was instructed to disconnect from her infusion site and to perform a bolus. She rec'd an e4. She was instructed to remove the infusion tubing and she was able to bolus without error. She stated that the insulin in the infusion tubing looked thick and blocked at the luer connection. She was advised to change the infusion tubing. Her blood glucose was elevated to 204 mg/dl and she bolused to lower her readings. Her normal blood glucose range is 80-100 mg/dl. Upon followup the pt stated that she switched to a different kind of insulin and has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.